Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and pineapple juice like effluent in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced poor drain which required hospitalization. On (B)(6) 2011, the patient experienced pineapple juice like effluent. On an unreported date, the patient began remedial therapy with cefazolin and ciprofloxacin. The consumer suspected peritonitis; however, it was not confirmed. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. It was unknown if dianeal pd2 unknown bag therapy was ongoing or if the outcome for the event of pineapple juice like effluent had resolved. The consumer did not provide an assessment of causality for the events of the break in aseptic technique and pineapple juice like effluent and the relationship with dianeal pd2 unknown bag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to (B)(4). The cause of the reported condition of peritonitis is use error- poor aseptic technique.